Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: evaluation of actual device. Review of device history records. Review of complaints history. Evaluation of returned device; the surface finish is modified compared to manufacturing specifications. The distal plastic ring is damaged and we cannot determine with certainty if it has been modified. Manufactured on (B)(6) 2015. No nonconformity for this lot. No complaint related to this issue for this lot. The instrument has been repaired / modified outside of microfrance by an external contractor no qualified by microfrance. This modification could have led to the reported event.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that on (B)(6) 2015 during a laparoscopic surgery, the surgeon could not remove the forceps from the 5mm trocar. The plastic coating of the end part of the insert (just before the jaw) was melted and the diameter of the end extremity of the exterior sheath increased. The generator was set to the position 45 (as for all the other procedures). A new forceps was used. No patient injury reported.